Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 527 mg/dl. Suspected cause was unknown. A manual injection was administered to address bg. A system check was performed and the pump performed as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.